Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4- model #. Investigation ¿ evaluation. It was reported that one of the line extensions separated from the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter 20 to 30 days following central line placement. The patient required an additional procedure to remove and replace the complaint device. It was thought by the user that the continual cinching of the line extension by the blue clamp may have contributed to the separation. The catheter was secured with a suture, and the only things attached would have been reflux caps and IV tubing. Reviews of the documentation, including the quality control procedures and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one used cvc catheter, and it was found that the white hub extension tube had separated. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record could not be reviewed as the customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this complaint and was unable to identify the complaint lot. Cook also reviewed product labeling: the product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum ventral venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: precautions: ¿catheter should not be used for long-term indwelling applications.¿ evidence gathered upon review of dmr, product labeling, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. The catheter is not meant for long term applications, it is possible the device failed due to being used too long. Its also possible that the extension tube had gotten caught on something and was damaged. However, none of these possibilities can be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. D4 - rpn: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that one of the line extensions separated from the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter 20 t0 30 days following central line placement, the patient required an additional procedure to remove and replace the complaint device. It was thought by the user that the continual cinching of the line extension by the blue clamp may have contributed to the separation. Additional information regarding event details has been requested but is currently unavailable.

Event description:
Additional information received on 20may2024, it was reported that the catheter was secured with a suture, and the only things attached would have been reflux caps and IV tubing.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.